Event description:
Based on the report, during insertion, advancement stopped at 50 cm. Attempt to remove met resistance. Catheter fractured at the skin level. The wire and the rest of the catheter, approx. 25cm, remained under the skin. Will be removed by vascular surgeon.